Manufacturer narrative:
(B)(4): lead model 39565-65, serial# (B)(4), implanted: 2010-(B)(6) explanted: na; programmer model 37743, serial# (B)(4); programmer model 37743, serial# (B)(4).

Event description:
It was reported that the patient was very sensitive to stimulation, and last year he experienced a shock while transitioning positions and fell and broke his ankle. He continued to be sensitive to the stimulation and was unable to increase it higher for better symptom relief. Additional information has been requested, but was not available as of the date of this report.